Event description:
It was reported that the device was programmed to dual chamber mode with no ventricular lead present. There was some undersensing of p waves due to blanking periods and cross chamber blanking. Programming options were discussed. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).